Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process. Sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.

Event description:
It was reported during a cardiac catheter ablation procedure, the irrigation port of a coolpath therapy catheter broke. This occurred when the coolpath catheter had just been introduced into the left atrium. No manipulation had been performed. The physician removed the catheter from the pt and a new device was inserted to complete the procedure. There were no consequences to the pt. Add'l info was requested but is not available at this time.